Manufacturer narrative:
Alleged failure: kept freezing during case, after case it was very slow. Update - same device used to complete the procedure once rebooted. There was full loss of image on the primary monitor for about 5 minutes. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes can be attributed to lint debris in the chassis and in the capture card heat sink vent; possibly leading to overheating and slowness of the system, the software application, or the ssd satadom. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.